Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared that insulin on board (iob) and max bolus had been reset. Reportedly, the pump also declared that the cartridge was empty although there was insulin in the cartridge. There was no known impact to the customer's blood glucose level. The customer stated that the pump history showed power on, but the pump history did not show cpu reset and showed "disabled". Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.